Event description:
Report received from distributor "reported that grille had fallen down during use." Reported that screw column in head has 'disintegrated'. No patient injury reported." Fisher & paykel healthcare has identified an issue with the iw900 series infant warmers. The co is implementing a field upgrade to ensure that no such further incidents will occur. This upgrade will be for all iw900 series infant radiant warmer in the field and in production. A field product correction is to be undertaken to fit upgrade kits to all units of iw900 series infant warmers.